Manufacturer narrative:
The insulin pump was received alarming remote frequency pic failed self-test due to faulty connector on remote frequency board. The device had minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer received a failed self test alarm. It was also reported that the insulin pump would not communicate with his next meter. No additional information provided.